Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure foreign matter was noticed on the product. When the physician opened the package for a taxus liberte' 2.75x16mm drug eluting stent, he noticed that there was some substance on the stent. The physician noted that it looked like a thread on the stent. There was no patient involvement.

Manufacturer narrative:
Following a detailed device analysis, we could not confirm the issue noted. The device was returned for analysis and initial visual examination of the returned unit found no foreign matter attached to the device. The hypotube had kinked approximately 32.3cm and 46.5cm distal from the catheters strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is not confirmed indicating that the complaint included a returned device review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event.